Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. One segment of a guidewire was returned for evaluation. An initial visual observation showed use residue on the segment of guidewire. The guidewire segment observed to be unraveled and looped around itself on one end. The guidewire segment was also observed to be bent in various locations along its length, but mostly near the ends. A microscopic observation revealed one end of the segment of guidewire was tapered and the fracture surface was granular in texture. The other end of the guidewire segment was observed to be frayed and tapered. The characteristics of both of the fracture sites suggest tensile failure, most-likely during manipulation of the guidewire.

Event description:
It was reported that the guidewire could not be removed from the patient because a knot was made in the guidewire. The knot was made when the operator moved the guidewire randomly as the catheter was not inserted smoothly. Axillary vein cutdown was performed to remove the knotted guidewire. The catheter was being placed via right basilic vein for chemotherapy and blood transfusion. The patient was (B)(6) baby who had leukemia. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that the guidewire could not be removed from the patient because a knot was made in the guidewire. The knot was made when the operator moved the guidewire randomly as the catheter was not inserted smoothly. Axillary vein cutdown was performed to remove the knotted guidewire. The catheter was being placed via right basilic vein for chemotherapy and blood transfusion. The patient was one-month old baby who had leukemia. No patient injury was reported.